Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed a partially discharged battery installation. During a visual inspection of the pump, no damage was found to the battery compartment. The battery cap contact dimensions measured within specifications. During testing, the pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power interruptions, errors, alarms, or warnings observed. The intermittent power issue was not duplicated. The pump case was removed, and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
(B)(6).